Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection noted at opening of incision. The device was explanted and the area washed out.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the device and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. However, because quality's examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by quality indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4487668. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.